Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device failed the calibration for an error 91 (heater test - element 1 failure). Per communication with tech support on 05-jan-2023, the device was not passing calibration for error 82 (water check time- other condition). Technician support told them to run a functional check and call back. Per follow up information received via phone on 06-jan-2023, biomed stating that the functional check passed, and heated to 40 and 6 and they restarted the calibration and failed for error 91 (heater test - element 1 failure), it was determined that they had a failed heater. Biomed would order heater and repair onsite.

Event description:
It was reported that the arctic sun device failed the calibration for an error 91 (heater test - element 1 failure). Per communication with tech support on 05-jan-2023, the device was not passing calibration for error 82 (water check time- other condition). Technician support told them to run a functional check and call back. Per follow up information received via phone on 06-jan-2023, biomed stating that the functional check passed, and heated to 40 and 6 and they restarted the calibration and failed for error 91 (heater test - element 1 failure), it was determined that they had a failed heater. Biomed would order heater and repair onsite.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.